Event description:
The reporter stated that she did a meter to lab comparison test during a scheduled doctor's visit. The tests were done within 10 minutes. Her meter test (capillary) had a result of 32mg/dl, and the lab test (venous) was 60 mg/dl. She did not feel well and was "shakey". She checks the confirmation dot for enough blood and sometimes uses the vial color chart. A control test was not done due to unavailability of solution. On follow-up, the lifescan representative reviewed cleaning, coding, storage of strips, application of sample and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8